Manufacturer narrative:
Fields were updated for this report. Additional information received (B)(6) 2018 indicated that an unusual force was applied on the implant upon insertion resulting in the implant separating from the peek cartridge. It is due to the fact that the implant was inserted without distraction. In addition, the information mentioned that nothing was wrong with the implant or the inserter. The surgery was completed with another device with the same size. No impact on patient. The review of the device records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event. Product was returned to the manufacturer. A visual examination was performed examination on the returned product shows traces on the superior plate of the prosthesis, which could be explained by an impact on the upper vertebrae. Additional information received on the (B)(6) 2018 highlighted the fact that the implant was inserted with no distraction and was under resistance during the insertion process (the surgeon didn¿t follow the surgical technique) root cause of the disassembly is a due to an unusual forces applied upon insertion caused by the absence of distraction step (user error, failure to follow surgical technique) the investigation found no evidence to indicate device malfunction related.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device received but not yet evaluated.

Event description:
Mobi-c p and f us : disassembly. Implant came apart upon insertion. Surgery was completed with another implant of the same size. No impact on patient. Product is received and is going to be evaluated.